Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record pr (B)(4) on 26-mar-2025. Device history record (DHR) review: the lot 6005988 was manufactured according to the[?]wi 4902056 version 17 on 12-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 21-mar-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a hcp or requires emergency advance, malfunction code no malfunction describe and lot 6005988 and one more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024. Length of hospitalization was 7 days. The blood glucose level was 31.5 mmol/l at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information availables.